Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the display was not visible on the left side due to impact damage. The device was not in use.